Event description:
It was reported that an ilet user experienced hyperglycemia after changing supplies, later observing a wet cartridge consistent with a cartridge leak; the user confirmed correct assembly, reported no tubing, cannula, adhesive, or occlusion issues, and resumed insulin delivery after cleaning the insulin chamber and replacing supplies. Symptoms included hyperglycemia with a peak of 400 mg/dl, irritability, and anxiety. Outcomes included clinical impact requiring troubleshooting and education, with replacement supplies provided. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed a suspected cartridge leak. It was concluded that the event was related to a device component issue involving the cartridge. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.